Event description:
A malfunction occurred on a customer's pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer took a corrective injection via mdi to address the elevated blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the malfunction issue.